Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a dislodged proximal clevis. It was dislodged from the main tube. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the provided image was consistent with the customer reported complaint.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument pinched and entrapped the serosa membrane of the bowel at the area where the silver instrument tip meets the black shaft. This event occurred when the surgeon was operating in the posterior cul-de-sac of the peritoneal cavity and trying to displace the colon by sweeping the bowel out of the way. The surgeon was completing this task by using the technique where one uses the arm of the instrument and retracts bluntly. During this, the serosa of the bowel got stuck in the proximal clevis of the instrument. To get the tissue out of the shaft of the instrument the surgeon manipulated the arm and allowed the tissue to fall out on its own using gravitational force. Once the tissue was released from the instrument, a small trauma tear was observed. However, it did not bleed and did not require suturing or intervention. The tear was left to heal on its own. The procedure was completed without any complications. Based on the patient's post-operative appointment, it was reported they are doing well with no issues.